Event description:
Paramedics were using the device to administer defibrillator therapy to a pt. Reportedly, while the defibrillator was charging, power suddenly shut off and then came back on again without operator intervention. The device was used to treat the pt without further incident. Pt outcome was not reported, but the reporter indicated pt outcome was not affected due to continued device use.